Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/4/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The exact cause of the difficulty reported could not be determined as the device was returned fully fired without the purse string suture in question.